Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of the incident were 667 mg/dl. Customer's current blood glucose level was 151 mg/dl. Customer was given an insulin IV to treat her high blood glucose levels. Customer was removed from the insulin pump during her hospitalization. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.